Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc catheter broke after placement. The following information was provided by the initial reporter: rupture of an indwelling needle during a CT scan, resulting in drug leakage and blood flow.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Previous lot number (3232086) could not be associated with any intima-ii product lines.

Manufacturer narrative:
1. As described in the attached email: the batch code is 3232086, the sku is 383062, the septum in the catheter hub was popped out instantly during the high pressure injection. No actual samples and photos returned. 2. DHR and retained sample analysis are not performed as the complained batch code 3232086 cannot be queried. 3. Sku#383062 is a product with non-pvc extension tubing, y-pp connector , which has not been declared for high pressure injection. 4. The septum and the catheter hub are bonded by uv adhesive. After the adhesive is dried, the visual inspection system conducts 100% inspection, which will automatically identify and remove defective products. The visual inspection system is challenged with standard samples every day at 7:00, 19:00 and when changing product gauge to ensure the effectiveness of the inspection. Conclusion(s): since the defect status of the product cannot be confirmed, and the product is not suitable for high pressure injection, the root cause of the septum falling off cannot be determined, which may be related to the wrong use of the product.